Event description:
It was reported that a solara3g manual wheelchair had a bolt fall out of an unknown location. According to the user, when tilting the chair backwards, it felt unstable and wobbled and the chair is hard to maneuver around corners.